Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to shell loosening. The shell, 4 screws, head, liner, and a restoration modular proximal body were revised. Rep confirmed that there are no allegations against the liner and head, and reported the restoration modular proximal body was only revised to allow access to the joint space.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown shell was reported. The event was confirmed through clinician review of the provided x-ray. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the revision of an acetabular component for loosening, approximately 4 1/2 years after implantation. I cannot confirm that this event took place since I was not able to see a post revision x ray or to review the revision operation report. I can confirm that x rays are consistent with a cup that is loose and migrated. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of acetabular loosening or multifactorial including prior surgery, surgical technique factors and patient factors. -product history review: could not be performed as lot code information was invalid. -complaint history review: could not be performed as lot code information was invalid. Conclusions: it was reported that the patient was revised due to shell loosening. A review of the provided medical records by a clinical consultant indicated: this inquiry reports the revision of and acetabular component for loosening, approximately 4 1/2 years after implantation. I cannot confirm that this event took place since I was not able to see a post revision x ray or to review the revision operation report. I can confirm that x rays are consistent with a cup that is loose and migrated. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of acetabular loosening or multifactorial including prior surgery, surgical technique factors and patient factors. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to shell loosening. The shell, 4 screws, head, liner, and a restoration modular proximal body were revised. Rep confirmed that there are no allegations against the liner and head, and reported the restoration modular proximal body was only revised to allow access to the joint space.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to shell loosening. The shell, 4 screws, head, liner, and a restoration modular proximal body were revised. Rep confirmed that there are no allegations against the liner and head, and reported the restoration modular proximal body was only revised to allow access to the joint space.